Event description:
It was reported that the balloon did not deflate at the inflation test before use. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached b. Braun 3/4cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air with the returned syringe. Balloon deflation was achieved within 1 second and it was confirmed to be within specification. Some moisture was found inside the syringe body and gate valve. The moisture in the gate valve or inflation lumen may affect balloon deflation. All through lumens were patent without any leakage or occlusion. No visible damage to the balloon, catheter body or returned syringe was observed. There was no evidence of a manufacturing nonconformance. Balloon inflation test was performed using both lab syringe with 0.8cc air and returned syringe. Visual examination was performed under 10x magnification and with the unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of deflation difficulty could not be confirmed during the analysis, as the device responded appropriately during functional testing. No indication of a manufacturing defect noted during the analysis. It is not clear if the end-user attempted to flush the inflation lumen during the set-up process. No actions will be taken at this time.